Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that radial access was achieved without issue and the procedure was performed successfully. The tr band was placed properly and inflated with 18ml of air. Hemostasis was not maintained and 2ml of additional air was injected. Hemostasis was achieved; however, an observed hematoma formed near the puncture sight and the tr band was removed. A second tr band was opened and successfully placed with hemostasis achieved with 10ml of air. The type of procedure performed was a renal stenosis angiogram. There was no blood loss. The reported event did not require medical or surgical intervention. Additional information was received on 19feb2025: the patient was stable. The doctor inflated a blood pressure cuff on the upper arm before removing the tr band, placed the newly opened tr band, deflated the cuff and hemostasis was achieved. The size of the hematoma was small, maybe around 1cm in diameter. There was no swelling, or pain, just bruising.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One tr band was returned to terumo medical corporation for assessment. The sample was subject to visual analysis. There are no damage or deformities on the band or balloon assembly. There is 0ml of air left in the balloon. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the balloon assembly or inflation balloon. The sample passed leak testing. The sample was subject to additional leak testing per qa287 rev 2. 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours, the air was removed and 15ml of air remained in the band. The sample passed additional leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, no damage or foreign matter was found in the check valve. The complaint cannot be confirmed for procedure complications because no failure was detected on the returned device. The device passed all leak testing, and no damage or foreign matter was found in the check valve. The exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).